Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, selftest and displacement accuracy test. Pump passed the delivery accuracy test. No over delivery anomalies noted during testing. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. The auto mode feature activated properly. No unexpected auto mode anomalies and calibrate anomalies noted during testing. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and slightly peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that their insulin pump was over delivering insulin. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the customer was having issues with insulin pump auto mode delivering insulin even when they were low. Customer is also prompted to calibrate their sensor over and over. Troubleshooting was completed but did not resolve the issue. The customer has been having lows since they got on the pump. The insulin pump will be returned for analysis.